Manufacturer narrative:
Updated data: b4, g3, g6, d8, d9, h3, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) isolated failure to drive manifold test. Fse replaced drive manifold (d104-00-0018). While performing this repair, fse noted that unit was due for 5k hour maintenance kit. Installed 5k hour maintenance kit (d040-00-0147). Performed functional check and safety test. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 21 aug 2025. The failure analysis and testing dept. Received part number: 0104-00-0018 manifold, drive serial number: (B)(6) _kip with a reported unit failure of failed during drive manifold test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number: 0104-00-0018 manifold, drive serial number: (B)(6) _kip into the cs300 test fixture serial number: (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number: 0070-00-0689 rev. W. The fat dept. Performed the k6, k6a, k7, k8 leak test. The drive manifold failed test #3, with a result of -27mmhg. The factory specification is +-20mmhg. The fat dept. Confirmed the complaint of failing the drive manifold test.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that before use on patient, cs300 intra-aortic balloon pump (iabp) machine won't calibrate read. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event ite email, initial reporter name, telephone number), e3.